Manufacturer narrative:
Additional information was received that following implant of the initial valve, a post-implant bav was performed due to severe paravalvular leak. After the bav, the valve was explanted and an emergent repair of a ventricular septal defect was performed. No a dditional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty was performed using a 28mm non-medtronic balloon. For an unknown reason, a 23mm non-medtronic surgical aortic valve was implanted and a ventricular septal defect was repaired. No additional adverse patient effects were reported.